Event description:
The following event was reported to lifecell: the patient had strattice placed 8 weeks prior to the event during an abdominal wall repair, and midline closure was obtained. Two weeks post-operatively, the patient had wound dehiscence exposing the device. Vac therapy was initiated utilizing black foam and a "silicone layer." Three weeks post-operatively the device was disintegrated and changed color. Necrotic wound tissue was also noted. The patient was returned to the operating room for debridement of necrotic tissue, and the non-incorporated portion of the device. The patient is reported as "ok" but has an open abdomen with plans for future surgery.

Event description:
This follow up report describes the conclusion to our investigation regarding the complaint.

Manufacturer narrative:
As reported initially, vac therapy was utilized in conjunction with the strattice device. Additional information reported that the customer was advised to change the vac dressing every 24 hours on the 1st and 2nd days of therapy, after which, vac dressing changing intervals are left to the discretion of the surgeon. The device was covered with a nonadhesive silicone dressing and black foam. No additional information concerning other clinical complications were provided. Therefore, based on the information as provided, and that the device was not returned to lifecell for evaluation, the relationship between the event and the strattice could not be determined. Device not returned for evaluation.

Manufacturer narrative:
Method of evaluation: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from these lots. Results of evaluation review of the device history records revealed no deviations associated with the nature of this complaint. The product met acceptance criteria for qc release including the results of mechanical testing. The processing records indicated the lot was irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lot. There were no deviations or nonconformities related to the event. To date, 1 other complaint has been reported to lifecell against lot s10970 (clinical other) to date, of the 263 devices processed for lot s10970, 262 device were distributed. Conclusion: internal investigation into the processing history of the lot revealed the device met qc release criteria including mechanical testing. Conclusion: the device was not returned for evaluation and the relationship between the event and device is unknown at this time. The investigation continues while additional information concerning clinical details is being requested. Device not returned for evaluation.